Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2021-13751. It was reported that the drg system was autoreducing. Troubleshooting attempts to resolve the issue were unsuccessful. As a result, surgical intervention was undertaken wherein the t6 and t7 leads were explanted and replaced. Effective therapy was restored post operatively.